Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had "system error 322 - link switch error (low)". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the failed lower aux. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
Additional information b5, h11: b5: during evaluation of a returned spectrum pump, the device had the speaker wasn't working. No additional information is available. H11: during evaluation, the device speaker wasn't working. The cause of the condition was determined to be the rear case required replacement. To address this issue. Should additional relevant information become available, a supplemental report will be submitted.